Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and interviews with the customer, the probable cause includes: use of handset radio in the vicinity of the device caused the monitor to be affected by radio, and the blinking of the screen occurred. This issue is addressed in the instructions for use (IFU): "electromagnetic interference may occur to the video system center when it is placed near equipment marked with the following symbol or other portable and mobile rf communications equipment such as cellular phones. If radio interference occurs, mitigation measures may be necessary, such as reorienting or relocating the video system center or shielding the location."

Manufacturer narrative:
Through communication with the user facility, performed by olympus technical support in troubleshooting the reported problem, the reporting person indicated that after discussing the reported problem with the end users and staff, it was learned that handset radios were used during the procedure in which the reported problem occurred; the reporter attributes the problem to rf ingress due to the use of the handset radios during the procedure. The reporter stated the problem did not reoccur after initially reporting it to olympus.

Event description:
A user facility reported to olympus that the image on the cv-190 display monitor "flickered off and on" when activating a cautery unit during a procedure; the specific cautery unit model was reported as unknown. There was no patient injury or harm, associated with the problem, reported to olympus.